Manufacturer narrative:
Batch review performed on 27 july 2020: lot 1908995: (B)(4) items manufactured and released on 05-feb-2020. Expiration date: 2025-01-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other device involved in the event: liner: mpact 01.32.3648hct flat pe hc liner ø36/f lot. 1907435 (k103721). Batch review performed on 27 july 2020: lot 1907435: (B)(4) items manufactured and released on 09-oct-2019. Expiration date: 2024-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in for a post-op appointment and it was observed that the patient's surgical incision was not healing. The surgeon performed an I&d and revised the head and liner 1 month after primary. The surgery was completed successfully.